Event description:
Procedure: hernia repair. Reportedly, the balloon was not fixed to cannula properly. This diminished the view from the device. There was no pt injury reported.

Manufacturer narrative:
Based on the investigation results completed on 11/20/06, this report was reevaluated. At that time the decision was made to report this event as an MDR malfunction.